Manufacturer narrative:
Additional information :the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including pressure and clear passage tests, was performed with no issues noted. An in-lab secondary medication set with sterile water was attached to each y-site clearlink component; no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set would not flow. It was further reported that an unspecified syringe with a non-baxter lock was attached to the upper y-site (clearlink) and the port would not flow. There was an attempt to flush the y-site directly with a 10ml syringe; the port would not flush. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.